Manufacturer narrative:
The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was admitted into the hosp 3 months and 3 days post implant with embolic stroke. He had been seen in the clinic a few days earlier and his inrs had been perfect but on that day. It was noted that his power had increased to 7-8. The pt had not been writing down his flows, although instructed repeatedly to write them down. While at home the pt woke at 4:00 am with a severe headache. It was noted that the vad coordinator was not called until later that morning. At that time arrangements were made to meet at another facility's ER where the pt was found to be awake and alert with some loss of peripheral vision in the right eye. The pt was then transferred to the implanting center where he became increasing more unresponsive. The pt continued to decline in neurological status and unfortunately expired 2 days later.